Event description:
It was reported that the new lead could not be used since the surgeon got high lead impedance while in the or. Product was opened, but not used. The lead was shipped back to manufacturer for product analysis. Patient was implanted with a different lead.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.